Event description:
The reporter alleged discrepant results were obtained on two patients with the suspect device when compard to the lab. Patient one result was reported as 4.9 inr, compared to a lab inr of 3.2. Patient two result was reported as 5.5 inr versus a lab of 3.1 inr. The device was replaced and requested to be returned for evaluation.